Manufacturer narrative:
(B)(4). Method: the complaint 900mr810e reusable adult breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) and was visually inspected. The bead width, bead height and outside diameter were measured. The film thickness was also measured. Results: visual inspection revealed an 8mm long torn film in the heated reusable tube, which was near the chamber end cuff of the inspiratory limb. The bead width, bead height, outside diameter and film thickness were all within specifications. A lot check revealed no other complaints of this nature for lot number 131030. Conclusion: the reported damage appears to be the result of the limb being pulled at the tube instead of the cuff. All reusable adult breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject 900mr810 breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the 900mr810 reusable adult breathing circuit state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as cracks, tears, or damage". "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient".

Event description:
A distributor in (B)(6) reported that a 900mr810e reusable adult breathing circuit was leaking due to a hole on its proximal end. This was observed before it was used on a patient.

Manufacturer narrative:
(B)(4) the complaint 900mr810e reusable adult breathing circuit is en route to fisher & paykel healthcare in new zealand for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A distributor in (B)(4) reported that a 900mr810e reusable adult breathing circuit was leaking due to a hole on its proximal end. This was observed before it was used on a patient.